Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower when user tried to pulla medication from tower door 5 it stated that there was a failed storage but unable to recover, user tried to reboot but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that customer recovered the issue during the troubleshooting and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.